Event description:
It was reported that during an open gastric bypass, the device would not open while on the pt. The device had to be removed/cut open with a bone cutter. Stomach pouch was damaged as a result and bleeding was observed. New staple line was fired proximal to the injured stomach. The procedure was complete with a like device.